Event description:
It was reported that during a surgical procedure, an rf probe displayed an error message and was not working. In addition, it was reported that "the head of the device was missing." It was unk whether the missing piece was in the pt. No pt injury or complication was reported.

Manufacturer narrative:
Final investigation showed that the device was missing a piece from the distal tip, and the cord was cut off. It was believed likely that the missing metal had vaporized during use, such that no material was left in the pt, however, this could not be confirmed.